Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following information: "follow the instructions with your specimen collection device for use and processing." And "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A serial draw sample was run and a lower result was obtained. A repeat was run on the original sample and a lower troponin I result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.